Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Affected side is left.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient subsequently had a fall sustaining a periprosthetic fracture. At this stage the femoral stem was revised to a zimmer arcos stem leaving the pinnacle cup and liner in situ. On the (B)(6) 2018 after repeated dislocations, the pinnacle liner was revised to a +4 10 degree liner in the hope of improving stabi. The patient has continued to remain unstable with several more events of dislocation. A decision was made to revise the pinnacle +4 10 degree liner and replace this with a constrained liner (B)(6) 2020.